Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number: 0012666027 was returned and analyzed. The catheter appeared intact without any visible issues. The returned catheter was received with a guidewire threaded through it. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. The shape of the capture device is unremarkable with no atypical features. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging revealed an entangled wires in shaft region. Catheter could not be retracted into sheath due to stuck slider. Electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the issue (blood in catheter handle) was not confirmed by analysis and the catheter failed return inspection due to entangled electrode wires in the shaft area causing slide control to be stiff/stuck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, blood was seen at the slide control of the catheter handle. Despite this issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.